Event description:
It was reported that the insulin pump alarmed motor error and another alarm during prime. Customer's blood glucose was 10mmol/l. The device was in the prime loop. Customer was not using the sensor feature. No further information reported.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump was received stuck in motor error loop during bolus and basal delivery. Insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.